Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion and procedure cancellation occurred. During a mitraclip procedure, a nrg needle was selected for use. While performing the atrial septal puncture, an increase in pericardial effusion was confirmed using transesophageal echocardiogram and the procedure was discontinued. A pericardiocentesis was performed three or four times and a non-boston scientific device was placed to stabilize the patient. There were no mitraclip devices were inserted into the anatomy during the procedure. The location of the effusion was on the top of the fossa, far behind. The physician was unsure which device caused the perforation. The device is not expected to be returned for analysis.